Event description:
During t2 scn surgery, the surgeon drilled to the distal screw hole of the nail (locking position of target arm was "2"). The surgeon inserted the locking screw. The screw had come out of the distal screw hole of the nail. Surgeon confirmed by x-ray image after inserting the screw. The surgeon removed the locking screw and the drilling was done by a freehand technique and the screw was inserted again. The procedure was completed.